Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that during the farawave insertion, continuous air ingress occurred. No noticeable damage was found. No patient complications occurred. The procedure was completed using different faradrive sheath. The product is not expected to return as discarded. It was further reported that no leak nor air was seen in the sheath. A guidewire was at the distal end of farawave when the farawave was inserted into the sheath. A pump at 20ml per hour was used. The farawave catheter and guidewire had been inside the sheath before or at the time air was seen.